Event description:
It was reported the device was difficult to recapture during implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The laa had two lobes with an ostium maximum diameter of 30.3mm, and pectinate on the posterior side. There was a lobe with sufficient depth in the anterior, the was sheath was advanced, and the 33mm wds was advanced and deployed. The device did not deploy sufficiently in the wall with the other lobe, and there was gap that remained on the posterior side. A partial recapture was performed and the device position was attempted to adjusted, but the anchor got firmly attached into the pectinate, and it could not be separated easily. It was pulled slightly proximal and redeployed but it deployed in the same location. A full recapture was performed and the device was retrieved. There was a possibility that device could not deploy sufficiently in the wall by approach from the lobe on the anterior side, so the sheath was advanced to the most anterior side of the other lobe. A second 33mm device was loaded and deployed from the position where the device anchor would not come in contact with the wall. Device placement position was proximal, so full recapture was performed. A third 33mm device was then loaded and deployed. Device placement position was good and a tug test was performed, but the device pulled proximal, so full recapture was performed. It was determined that the compression rate could not be obtained if the device maximum diameter deviated even slightly with from the ostium part. The sheath was advanced again into the anterior side lobe, then a fourth device was deployed from the position where the tip of the sheath would not interfere in the wall of the lobe. A gap was observed on the posterior side, so a partial recapture was performed three times. The device was deployed but due to pectinate on the posterior side, the device could not be deployed completely, and more than a 5mm jet could be seen. Pass criterial could not be cleared and the device was fully recaptured. The procedure was completed without implanting a device.

Manufacturer narrative:
Returned product consisted of the watchman delivery system. The implant was located outside of the sheath and was bloody. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions), tip damage (tricuts flared/bent/abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defect. The device could not be functionally tested, as the device sheath was too damaged. The reported recapture difficulty could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported the device was difficult to recapture during implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The laa had two lobes with an ostium maximum diameter of 30.3mm, and pectinate on the posterior side. There was a lobe with sufficient depth in the anterior, the was sheath was advanced, and the 33mm wds was advanced and deployed. The device did not deploy sufficiently in the wall with the other lobe, and there was gap that remained on the posterior side. A partial recapture was performed and the device position was attempted to adjusted, but the anchor got firmly attached into the pectinate, and it could not be separated easily. It was pulled slightly proximal and redeployed but it deployed in the same location. A full recapture was performed and the device was retrieved. There was a possibility that device could not deploy sufficiently in the wall by approach from the lobe on the anterior side, so the sheath was advanced to the most anterior side of the other lobe. A second 33mm device was loaded and deployed from the position where the device anchor would not come in contact with the wall. Device placement position was proximal, so full recapture was performed. A third 33mm device was then loaded and deployed. Device placement position was good and a tug test was performed, but the device pulled proximal, so full recapture was performed. It was determined that the compression rate could not be obtained if the device maximum diameter deviated even slightly with from the ostium part. The sheath was advanced again into the anterior side lobe, then a fourth device was deployed from the position where the tip of the sheath would not interfere in the wall of the lobe. A gap was observed on the posterior side, so a partial recapture was performed three times. The device was deployed but due to pectinate on the posterior side, the device could not be deployed completely, and more than a 5mm jet could be seen. Pass criterial could not be cleared and the device was fully recaptured. The procedure was completed without implanting a device.